Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 478 mg/dl earlier today, which she treated via manual insulin injection. She tried a new site and her blood glucose remained in the 400 mg/dl and 500 mg/dl range. The customer has been having unexperienced high blood glucose events for approximately one month. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. A high pressure test was performed and the device successfully alarmed no delivery. The customer inspected his infusion set cannula and noticed that it was very crooked. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned or replaced. The infusion set will be returned and a replacement infusion set and reservoir will be shipped to the customer.